Manufacturer narrative:
The t:slim user guide also states: never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer accidentally selected "fill" instead of "done" while connected to their infusion set site. The customer's blood glucose level was not impacted. Tandem technical support guided the customer through the load fill tubing process while the customer was disconnected from the pump. The customer successfully resumed insulin deliveries.